Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse discovered a drip at the bottom fitting of the middle section of the bsv. Troubleshooting revealed a restriction in the bsv. The fse replaced the bsv to repair the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a 1/2 ml blue fluid leak from the blood sampling valve (bsv) in the coulter lh 500 hematology instrument. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheets (msds) were not reviewed by the customer, but was reviewed by a bec quality scientist and the leaking chemical is considered to be hazardous. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. The customer was running patient samples at time of leak and there were no errors generated. No erroneous results were generated in connection to the reported event.